Event description:
It was reported that this right ventricular lead exhibited oversensing. The patient was evaluated, the device was reprogramed and it was decided that a device lead and device replacement procedure should be performed in the near future. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing the lead was surgically abandoned and replaced. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited oversensing. The patient was evaluated, the device was reprogramed, and it was decided that a device lead and device replacement procedure should be performed in the near future. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing the lead was surgically abandoned and replaced. No further adverse patient effects were reported. Clarifying information was received explaining that the patient received inappropriately 3 shocks in 3 different episodes due to the oversensing that the lead used to exhibit.